Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (B)(4).the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5114838). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. In box a: date of birth (rfb), age (rfb), weight (rfb), ethnicity (rfb), race (rfb) are updated in this follow-up. In box b: adverse event/product problem, outcomes attributed to ae, relevant test/lab data (rfb), other relevant history (rfb) are updated in this follow-up. The updated describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5114838). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of rapid heart rate, poor inhalation and chest pain associated with cryptogenic stroke requiring multiple hospitalizations and rehab stays. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI is updated in this follow-up. In box e: init. Report sent to FDA (rfb) is updated in this follow-up. In box h: type of reported complaint, (device) problem code grid, patient outcome code grid, health impact grid, recall (z) number are updated in this follow-up.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-04096. This report was submitted as a duplicate report of the previously submitted report.